Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during blood draw the back flow was transparent and allegedly the lumen was kinked. The healthcare professional is not getting proper flow rate. Device was removed and is not scheduled to be replaced. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One equistream long term dialysis 14.5f 23cm catheter was returned for evaluation. Blood, residue and tissue were noted throughout. Several spots on both lumens were permanently deformed in a kinked shape with crimp marks noted at each spot. Both lumens were patent to infusion and aspiration, with clots exiting the arterial lumen when flushed. Based on the finding, the investigation is confirmed for the reported catheter kink, as both lumens presented with permanently kinked spots. Based on the evaluation results, the kinked spots were noted to possess crimp marks. Therefore, it is possible that compression due to repeated clamping at the same location contributed to the reported kinking. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2019), (05/2017).

Event description:
It was reported that during blood draw the back flow was transparent and allegedly the lumen was kinked. The healthcare professional is not getting proper flow rate. Device was removed and is not scheduled to be replaced. There was no reported patient injury.